Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 590 mg/dl. The customer was treated by admitting in hospital. Troubleshooting was done for high blood glucose. Customer reports that second time they put her in intensive care unit and actually did something and that hospital visits were 12 hours apart. Customer also reports that the insulin pump screen was blank but insulin pump was working fine now. The customer was wearing the insulin pump less than 48 hours prior to the hospitalization. The insulin pump will not be returned for analysis.